Event description:
It was reported a patient sustained a 2nd degree burn on the leg after a hair removal treatment with a vasculight laser.

Manufacturer narrative:
Device was evaluated by lumenis service and found to be out of calibration. User facility had not conducted device calibration at the required interval in contradiction to device labeling and product training.